Event description:
Reported due to hematoma. The physician achieved closure with the perclose a-t (closer ak) device. No difficulties or adverse events were noted during or immediately after the procedure. The pt was transported to the floor and "at some point" the hematoma was discovered. The size was reported to be eight inches in diameter. Manual compression was held and the area massaged until it was "soft" then watched for five minutes. The size remained the same and a 10 pound sandbag was placed over the site. The pt received lovenox several hours prior to the procedure; the dose was unk. Upon discharge two days later the pt's condition was reported to be "as expected." Length of stay was not extended due to the hematoma. No further info was provided.